Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt's mother reported the pt is experiencing elevated blood glucose reading of 20 mmol (360mg/dl) with his normal range being 4-8 mmol (72-144 mg/dl). She stated his symptoms are vomiting and feeling extremely nauseous. The pt's mother stated the pt has not sought medical attention. She said the pt treated his reading by bolusing 4 units of insulin through his infusion device but his levels continued to elevate. She stated he then changed his insulin cartridge and infusion set and injected insulin and his levels began to decrease. To troubleshoot, site management was reviewed and it was confirmed there was no insulin dripping from the pt's site location. The pt's mother stated there were no air bubbles, occlusions, or temporary basal rate adjustments. The pt was instructed to disconnect from his infusion headset and bolus 4 units of insulin which went through without error. Troubleshooting did not find any product issues. Repeated attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.